Manufacturer narrative:
See h6 and h11. The agent reported as an instrument failure. This event occurred during surgery, away from the patient. No risk or adverse event was reported by the surgeon. There was no delay in surgery, and the surgery was completed as intended. The instruments were inspected prior to use and acceptable. There was another suitable device available when the event occurred. The reported instrument was not returned to enovis surgical for evaluation. No further evaluation can be made of this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Customer complaint history of the reported device(s) showed no present trends or ongoing issues that are needing a review. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. The revision level or lot number were not reported; therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. The root cause of this complaint was an instrument failure, likely due to rough handling or extensive use. This is an event associated with use, not an event associated with product failure, malfunction, or issue.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - poly swap, unknown reason.